Event description:
Procedure type: prostatectomy. Reportedly, a small part of the outer balloon fell off into the surgical cavity. The piece was retrieved through a port by a grasping device. The procedure was finished successfully. There was no delay to surgical time and the incision was not extended. The patient is currently well. There was no patient injury reported.